Manufacturer narrative:
Supplemental report submitted to correct h10.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from a thv sales manager that a patient underwent transfemoral tavr. As reported, the balloon ruptured during deployment of the 23mm sapien 3 ultra valve. The valve was able to be fully deployed and implanted in the intended position. +2cc of extra volume added to the balloon prior to the inflation. Upon attempting to retract the ruptured balloon into the expandable portion of the esheath. The sheath seam split and bent. The balloon tip was unable to be brought into the esheath fully and when attempting to remove everything as a unit, the balloon tip caught on the perclose and a surgical cutdown was needed to safely remove the system from the groin. The team safely removed the unit and the vessel was closed without any major bleeding. The patient left the room in stable condition. 1 unit of blood was called for but the field clinical specialist is unsure if the patient received it. The patient's final outcome was stable and discharged the next day. The perceived root cause of the balloon burst was focal annular/left ventricular outflow tract (lvot) calcium. The perceived root cause of the withdraw difficulty was that the balloon/catheter tip would not enter the esheath, causing it to buckle and delaminate.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following was observed. Balloon burst longitudinal and radial. Slight flaring of distal balloon wing. The inflation balloon single wall thickness was measured along the edges of the burst location. The measurements were found to be within the specification. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint of balloon burst was confirmed b ased on the returned product evaluation. Available information suggests that patient factors (calcification) likely contributed to the event . Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, the customer also reported ''over inflation +2cc''. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. The complaint of withdraw difficulty was confirmed based on the returned product evaluation. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the events. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty an subsequent need for surgical removal. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-06055.